Event description:
It was reported the customer had a compromised force sensor system alarm. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Compromised force sensor system alarm occurred during the basic occlusion test due to protruded/loose drive support disk. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads.